Event description:
It was reported that there was a malfunction during service resulting in unit power failure. There was no patient involvement.

Manufacturer narrative:
This MDR filed to correct MDR 2112667-2026-02112 which was filed under the incorrect manufacturing site on 03/30/26. A supplemental MDR for 2112667-2026-02112 will be filed to note the correction. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The fuse was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.